Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation the root cause of failure is most probably user related. A material or production error is excluded. It is liable that a mechanical overload situation led to the breakage. Corrective/preventive actions: is not necessary.

Event description:
Country of complaints: italy. The scalpel blade is broken and a part of it was recovered with difficulty from the surgical field. All med watch submissions related to this report are: 9610612-2017-00195.